Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: the pump was unresponsive due to moisture contamination. A review of the pump¿s black box data could not be conducted due to moisture contamination. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was unable to secure onto the pump. There was moisture in the battery compartment. The leak test failed due to a battery compartment leak. The pump was opened and there was moisture inside the pump.